Event description:
During stent placement within very tortuous anatomy, while attempting to place the stent, the 28mm enterprise would not advance in the microcatheter, all products, the prowler select plus and enterprise delivery system were removed as a unit. The microcatheter appeared to be kinked according to the physician. The physician successfully used a new microcatheter and a new enterprise stent was deployed without use. The pt outcome was good post stenting and coil embolization.

Manufacturer narrative:
This is one of two products used on the same pt. MFR report #1058196-2008-00244. Additional info will be submitted within 30 days upon receipt.